Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with out of range high voltage lead impedance on the atrial lead. The physician elected to replace the lead. The generator was electively replaced at the same time. During the explant procedure the helix would not release easily from the tissue, and there was an insulation abrasion noted on the lead. Patient condition was stable before, during and after procedure.